Event description:
It was reported that there was a "skin event" caused by the forehead probes.

Manufacturer narrative:
The sensor involved in this event was not returned for eval by the customer. A label for review was conducted including directions for use (dfu). The user was contacted and appropriate instructions and clarification was provided to augment training they have already rec'd and to ensure the proper use of the sensor was clearly understood.